Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31july2019. Customer troubleshooted the problem with tech support and was advised to recalibrate the touchscreen. Touchscreen on the device was recalibrated and the touchscreen passed and met specification. It was recommended that the unit be held for a certain amount of time to ensure that the calibration does not drift.

Event description:
The customer reported touchscreen failure. There was no patient or user harm reported.